Event description:
It was reported that a loss of monitoring occurred for 11 patients when an apex pro telemetry system experienced a loss of function due to a presumed hardware failure. Telemetry monitoring was unavailable for approximately 2 to 3 hours. Alternate monitoring was not available. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will by submitted when the investigation has been completed.